Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose was 76 mg/dl last night. The customer's blood glucose reading was 50 mg/dl when she woke up. The customer drank pop to treat. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unsure if the pump was worn during an MRI. The customer was advised to speak to their health care provider regarding the low readings.